Event description:
Information received by medtronic indicated that the customer passed away at home on march 10, 2021. The customer was not hospitalized. The cause of death was brain cancer. The caller stated that the customer had brain cancer that may have led to the customer's passing. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump will be returned for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
(B)(4). Updated analysis summary by (B)(6) on jan 25, 2022. S/w 4.11e. Retainer ring= clear. On mar 10, 2021 the pump was returned due to customer passing away. No allegation to pump defectiveness or bg issue noted. The device did not have a battery installed when received. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. The test p-cap and reservoir does lock in place in the reservoir compartment. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and cracked retainer. Data analysis: the formatted history file lists data from 06/26/2020 to 10/23/2020 and then on 11/02/2020. 10/23/2020 09:01:12.000 usertimedatechange eventtype = 3, sourceid = pump (ngp is in open loop state), historyrecordlength = 19, oldsystemtime = 10/23/2020 09:01:12.000, newsystemtime = 11/02/2020 16:58:12.000. No device problem found during full functional testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.